Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the remote monitor was unable to get any green lights on the telemetry portion of the monitor. The patient was referred to the clinic to rule out any potential device concerns. Follow-up with the physician's office was attempted - to determine if a device issue caused the remote manual transmission to be unsuccessful - however no information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.